Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 400 mg/dl with polyuria and polydipsia associated with a cartridge issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the patient just transitioned from saline to insulin and filled the cartridge with lantus instead of novolog. It was reported that the patient's healthcare provider made recent changes to their basal rate and bolus settings. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.